Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment came off. The customer's blood glucose level was 11 mmol/l at the time of the incident. The product was returned for analysis.